Manufacturer narrative:
The troponin t reagent lot number was 82721400, with an expiration date of 30-apr-2026. The customer ran water as patient samples on the complained analyzer and the troponin t results were around 37 to 38 ng/l versus approximately 10 ng/l when tested in a second analyzer. The customer replaced the reagent pack and re-calibrated. It was noted that the baseline calibration signals were raised. The customer tried running water as a patient sample again and this time it recovered within expectations. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 stat on a cobas e 411 analyzer. The sample initially resulted in a troponin t value of approximately 35 ng/l. Another sample collected from the patient resulted in a troponin t value of < 6 ng/l, so the result from the complained sample was questioned. The complained sample was repeated on a second analyzer on (B)(6) 2025, resulting in a troponin t value of < 6 ng/l with a data flag. The customer repeated the sample on the original e411 analyzer and it resulted in a value of 39.8 ng/l. The < 6 ng/l value from the second analyzer was deemed correct.

Manufacturer narrative:
The last calibration was performed on 30-may-2025. Quality controls were acceptable. A review of alarm trace data showed no relevant alarms. The field service engineer determined there was a bad calibration of troponin t. Troponin t results normalized after re-calibration. The investigation could not identify a product problem. It was determined that the re-calibration resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.